Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that a partial lead (only connector portion) was returned in one piece measuring 17.0 cm. External abrasion breaching the optim sheath was found at 11.8 ¿ 12.0 cm from the connector pin consistent with friction to the device can. The lead body silicone insulation was intact.

Event description:
This report is to advise of an event observed during analysis.